Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') in a 32-year-old female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Essure confirmation test done - result as bilateral occlusion. Current weight 145 lbs. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), hypersensitivity ("hypersensitivity "), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain, over 50 ibs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleed/abnormal bleeding (general),"), infected skin ulcer ("infection sores"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding /vaginal hemorrhage"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation"), complication of device removal ("bladder and uterus were fused together"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral),salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, infected skin ulcer, dysmenorrhoea, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, psychological trauma, vaginal infection, cystitis, urinary tract infection, migraine, headache, fatigue, weight increased, skin disorder, weight fluctuation, complication of device removal, bladder disorder and urinary tract disorder outcome was unknown and the alopecia, abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infected skin ulcer, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion:- (B)(6) 2013 and (B)(6) 2015. Current weight 145 lbs. Insertion details:- right - 5 coils, left - 4 coils. Discrepancy noted: date(s) of insertion: 2015, (B)(6) 2013 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: there is no contrast within the fallopian tubes. There is no extravasation of contrast from the fallopian tubes; normal triangular-shaped of the uterine cavity is visualized; total fluoroscopy time less than 1 min. Lot number: 869752, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ¿extension of expected date of next report¿ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal bleed') and infected skin ulcer ('infection sores') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test done - result as bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), infected skin ulcer (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and skin disorder ("rash/skin condition") and was found to have weight increased ("weight gain, over 50 ibs weight gain"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral),salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, infected skin ulcer, dysmenorrhoea, menorrhagia, hypersensitivity, rash, psychological trauma, vaginal infection, cystitis, urinary tract infection, migraine, headache, fatigue, weight increased and skin disorder outcome was unknown. The reporter considered cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infected skin ulcer, menorrhagia, migraine, psychological trauma, rash, skin disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received - case becomes incident. Previously reported event injury nos was deleted. New events general abnormal bleed, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, psych injury related to essure, vaginal. Infection, bladder infection, uti, migraine, headaches, fatigue, weight gain, over 50 ibs weight gain and infection sores were added. Product information indication and date of essure removal were added, date of essure insertion were updated. Patient information date of birth were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') in a 32-year-old female patient who had essure (batch no: 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Essure confirmation test done, result as bilateral occlusion. Current weight 145 lbs. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), hypersensitivity ("hypersensitivity "), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain, over 50 ibs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleed/abnormal bleeding (general),"), infected skin ulcer ("infection sores"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding /vaginal hemorrhage"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation"), complication of device removal ("bladder and uterus were fused together"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral),salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, infected skin ulcer, dysmenorrhoea, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, psychological trauma, vaginal infection, cystitis, urinary tract infection, migraine, headache, fatigue, weight increased, skin disorder, weight fluctuation, complication of device removal, bladder disorder and urinary tract disorder outcome was unknown and the alopecia, abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infected skin ulcer, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion: on (B)(6) 2013 and on (B)(6) 2015. Current weight 145 lbs. Insertion details: right, 5 coils. Left, 4 coils. Discrepancy noted: date(s) of insertion: 2015, on (B)(6) 2013 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: 1. There is no contrast within the fallopian tubes. There is no extravasation of contrast from the fallopian tubes. 2. Normal triangular-shaped of the uterine cavity is visualized. 3. Total fluoroscopy time less than 1 min. Lot number: 869752, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received. New events: pelvic pain, bladder or urinary problems or changes were added. Onset dates updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') in a 32-year-old female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, gravida ii and parity 2. Essure confirmation test done - result as bilateral occlusion. Current weight 145 lbs. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), hypersensitivity ("hypersensitivity "), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain, over 50 ibs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleed/abnormal bleeding (general),"), infected skin ulcer ("infection sores"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding /vaginal hemorrhage"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation"), complication of device removal ("bladder and uterus were fused together"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral),salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, infected skin ulcer, dysmenorrhoea, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, psychological trauma, vaginal infection, cystitis, urinary tract infection, migraine, headache, fatigue, weight increased, skin disorder, weight fluctuation, complication of device removal, bladder disorder and urinary tract disorder outcome was unknown and the alopecia, abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infected skin ulcer, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion: (B)(6) 2013 and (B)(6) 2015. Current weight 145 lbs. Insertion details:- right - 5 coils. Left - 4 coils. Discrepancy noted: date(s) of insertion: 2015, (B)(6) 2013, (B)(6) 2012. Discrepancy noted in essure date of removal (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: there is no contrast within the fallopian tubes. There is no extravasation of contrast from the fallopian tubes. Normal triangular-shaped of the uterine cavity is visualized. Total fluoroscopy time less than 1 min. Lot number: 869752, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lower pelvic pain') in a 32-year-old female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, gravida ii and parity 2. Essure confirmation test done - result as bilateral occlusion. Current weight 145 lbs. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), hypersensitivity ("hypersensitivity "), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain, over 50 ibs weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleed/abnormal bleeding (general),"), infected skin ulcer ("infection sores"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding /vaginal hemorrhage"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation"), complication of device removal ("bladder and uterus were fused together"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral),salpingectomy bilateral). Essure was removed on 1-jun-2015. At the time of the report, the pelvic pain, genital haemorrhage, infected skin ulcer, dysmenorrhoea, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, psychological trauma, vaginal infection, cystitis, urinary tract infection, migraine, headache, fatigue, weight increased, skin disorder, weight fluctuation, complication of device removal, bladder disorder and urinary tract disorder outcome was unknown and the alopecia, abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, bladder disorder, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infected skin ulcer, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion:- (B)(6) 2013 and (B)(6) 2015. Current weight 145 lbs insertion details:- right - 5 coils left - 4 coils. Discrepancy noted: date(s) of insertion: 2015, (B)(6) 2013, (B)(6) 2012. Discrepancy noted in essure date of removal (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: 1. There is no contrast within the fallopian tubes. There is no extravasation of contrast from the fallopian tubes. 2. Normal triangular-shaped of the uterine cavity is visualized. 3. Total fluoroscopy time less than 1 min.. Lot number: 869752 manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal bleed') and infected skin ulcer ('infection sores') in a 32-year-old female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Essure confirmation test done - result as bilateral occlusion. Current weight 145 lbs. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain, over 50 ibs weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), infected skin ulcer (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("vaginal hemorrhage"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation") and complication of device removal ("bladder and uterus were fused together"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral),salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, infected skin ulcer, dysmenorrhoea, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, psychological trauma, vaginal infection, cystitis, urinary tract infection, migraine, headache, fatigue, weight increased, skin disorder, weight fluctuation and complication of device removal outcome was unknown and the alopecia, abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infected skin ulcer, menorrhagia, migraine, psychological trauma, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion:- (B)(6) 2013 and (B)(6) 2015. Current weight 145 lbs. Insertion details:- right - 5 coils. Left - 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: 1. There is no contrast within the fallopian tubes. There is no extravasation of contrast from the fallopian tubes. 2. Normal triangular-shaped of the uterine cavity is visualized. 3. Total fluoroscopy time less than 1 min. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: new events added: hair loss, abdominal pain lower, metal taste in mouth, vaginal hemorrhage, weight fluctuation, complication of device removal. Event onset date were added, event outcome were added. Reporter information were updated, patient history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal bleed') and infected skin ulcer ('infection sores') in a 32-year-old female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia. Essure confirmation test done - result as bilateral occlusion. Current weight 145 lbs. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain, over 50 ibs weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), infected skin ulcer (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("vaginal hemorrhage"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), psychological trauma ("psych injury related to essure"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), skin disorder ("rash/skin condition"), weight fluctuation ("weight fluctuation") and complication of device removal ("bladder and uterus were fused together"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (unilateral),salpingectomy bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, infected skin ulcer, dysmenorrhoea, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, psychological trauma, vaginal infection, cystitis, urinary tract infection, migraine, headache, fatigue, weight increased, skin disorder, weight fluctuation and complication of device removal outcome was unknown and the alopecia, abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, complication of device removal, cystitis, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infected skin ulcer, menorrhagia, migraine, psychological trauma, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure date of insertion:- (B)(6) 2013 and 01-jun-2015. Current weight (B)(6) insertion details:- right - 5 coils left - 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: 1. There is no contrast within the fallopian tubes. There is no extravasation of contrast from the fallopian tubes. 2. Normal triangular-shaped of the uterine cavity is visualized. 3. Total fluoroscopy time less than 1 min.. Lot number: 869752 manufacture date: 2011-06 expiration date: 2014-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.